Manufacturer narrative:
(B)(4). This report will be updated when laboratory analysis is complete.

Event description:
It was reported that one day post-implant, this right ventricular (rv) lead exhibited loss of capture even at high pacing outputs. The lead was attempted to be repositioned, but after moving the lead the helix would not extend even after 30 turns of the fixation tool. After trying for 20 minutes, this lead was removed from the patient and a new lead of the same model was implanted successfully. No additional adverse patient effects were reported. The explanted lead was returned for laboratory analysis.

Event description:
It was reported that one day post-implant, this right ventricular (rv) lead exhibited loss of capture even at high pacing outputs. The lead was attempted to be repositioned, but after moving the lead the helix would not extend even after 30 turns of the fixation tool. After trying for 20 minutes, this lead was removed from the patient and a new lead of the same model was implanted successfully. No additional adverse patient effects were reported. The explanted lead was returned for laboratory analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This report will be updated when laboratory analysis is complete. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break most likely occurred during the helix extension/retraction difficulties that were observed at the time the lead was repositioned/explanted.